Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain #6) alarm was identified in the log. This alarm indicates that the patient drained greater than (B)(6) of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 08:26:31. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: ¿160%¿ changed to ¿200%.¿ the device was received and the evaluation is complete. During the event history log review, a high drain error 106 alarm was identified. The homechoice device received functional testing. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.